Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the device exhibited a leak at the twin tube connector. No adverse patient effects were reported by the customer.

Manufacturer narrative:
H3 and h6. Evaluation codes: updated. One device sample was received with original package, in used condition. Per visual inspection, there was delamination in the joint between the connector and tube. Per functional testing, a leak test was performed in which the device failed. The complaint was confirmed. The root cause was the lack of solvent during the manufacturing process. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number. Awareness was made to operation personnel and the issue will be monitored for threshold or escalation. D1 ¿ brand name.